Manufacturer narrative:
The patient previously had a driveline repair on (B)(6) 2018 which was reported under MFR report # 2916596-2018-04125. Approximate age of device- 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple low flows and pump stops. Based on the submitted log file, technical services found pump stops or speed drops lower than the set baseline on (B)(6) 2018. The patient previously had a driveline repair on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the report of pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The IFU also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.